Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance lab for further investigation. During the investigation, the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.